Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that a few days post implant, the patient experienced an exit block. The pocket was opened and fluid was found in the ICD header. After cleaning, the lead was reconnected and the pocket was closed. The exit block appeared again on the ECG. The pocket was reopened and the ICD and lead were replaced.